Manufacturer narrative:
Initial and final MDR 1882064 - MDR 3003442380-2024-07018 - device 12 of 12. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced twelve infusion set cannula bent events from (B)(6) 2024. All the events occurred within 3 hours of insertion and the insertion site was at abdomen and thigh. The blood glucose level at the time of all events was between 200 to 400mg/dl and patient resolved it by changing soft cannula infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.